Event description:
It was reported that the drg lead at l5 vertebral level migrated. As a result, surgical intervention as undertaken on (B)(6) 2019 wherein the migrated l5 lead was repositioned back to the original position, also another drg lead at s2 vertebral level was implanted to improve therapy in feet. Reportedly, therapy was restored post-procedure.